Event description:
Bayer case number: (B)(4). Urinary problems [urinary tract discomfort], gastrointestinal problems [gastrointestinal disorder] , joint pain [joint pain] , brain fog [brain fog] , depressive disorder [depressive disorder] , gastrointestinal pain [gastrointestinal pain] , heel pain [pain in heel]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 18-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of urinary tract discomfort ("urinary problems") in a 45-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2016, the patient had essure inserted. On (B)(6) 2018 she experienced urinary tract discomfort (seriousness criterion medically important), gastrointestinal disorder ("gastrointestinal problems"), arthralgia ("joint pain"), brain fog ("brain fog"), depression ("depressive disorder"), gastrointestinal pain ("gastrointestinal pain") and pain in extremity ("heel pain"). At the time of the report, the gastrointestinal pain and pain in extremity had not resolved. The outcomes for urinary tract discomfort, gastrointestinal disorder, arthralgia, brain fog and depression were unknown. No causality assessment was received for essure with regard to urinary tract discomfort, gastrointestinal disorder, arthralgia, brain fog, depression, gastrointestinal pain or pain in extremity. The reporter commented: current patient status: I have periods of attacks. Right now it, is gastrointestinal and heel pain. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) urinary problems [urinary tract discomfort] , gastrointestinal problems [gastrointestinal disorder] , joint pain [joint pain] , brain fog [brain fog] , depressive disorder [depressive disorder] , gastrointestinal pain [gastrointestinal pain] , heel pain [pain in heel] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 18-jun-2025. The most recent information was received on 03-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of urinary tract discomfort ("urinary problems") in a 45-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2016, the patient had essure inserted. On (B)(6) 2018 she experienced urinary tract discomfort (seriousness criterion medically important), gastrointestinal disorder ("gastrointestinal problems"), arthralgia ("joint pain"), brain fog ("brain fog"), depression ("depressive disorder"), gastrointestinal pain ("gastrointestinal pain") and pain in extremity ("heel pain"). At the time of the report, the gastrointestinal pain and pain in extremity had not resolved. The outcomes for gastrointestinal disorder, arthralgia, brain fog and depression were unknown. No causality assessment was received for essure with regard to urinary tract discomfort, gastrointestinal disorder, arthralgia, brain fog, depression, gastrointestinal pain or pain in extremity. The reporter commented: current patient status: I have periods of attacks. Right now it, is gastrointestinal and heel pain. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jul-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.